Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a system error (se) 2240 that occurred on the homechoice (hc) unit during dwell 4 of 5. The hp stated the supply bags were empty and there was solution on the heater bag only. The technical service representative (tsr) explained the alarm indicated air entered the set up and advised the hp to clear the alarm by cycling power. The hp confirmed to finish with manual bags. There was patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.